Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an open skin irritation with draining clear fluid on his back under the therapy electrode pads. The patient's doctor stated the rash was a yeast infection and an allergic reaction to the nickel of the therapy electrode pads. There is no indication if the doctor prescribed a treatment plan for the irritation. Follow-up attempts were unsuccessful. The medical outcome of the irritation is unknown.